Event description:
It was reported that a user entered an incorrect dexcom g7 sensor code during pairing with the ilet and then reattempted pairing with the correct code following guidance. Symptoms included no adverse clinical effects. Outcomes included restoration of the pairing process with expectation of signal acquisition after a short initialization period. Investigation included troubleshooting and user education to repeat the pairing workflow with the correct sensor code. Investigation of this case revealed user error during sensor code entry that led to temporary cgm connectivity interruption, which was resolved by re-pairing using the correct code. It was concluded, based on previously established findings for similar reports, that the cause was use error.